Manufacturer narrative:
The reporter has declined to provide allergan with further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the ck1, ck4, t1, jw4, jw5, jw1, and jw2 with 6 ml of juvéderm¿ voluma¿ and in the tt1, tt2 and tt3 with 1 ml of juvéderm® volbella¿ with lidocaine. The patient was also injected in the upper third of the face and bilateral eye orbicularis muscle with botox®. The physician reported the ¿worsening of the tear leak¿ and the patient stated that there was ¿collapse of the face.¿ the injector examined the patient at a later time and reported that the patient was ¿noticeably better.¿ no other information was provided. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00879 (allergan complaint (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm¿ voluma¿.